Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance had been greater than 2500 ohms for the past two years. The ra lead is still in use. No patient complications have been reported as a result of this event.